Event description:
On (B)(6) 2014 crts 3067508 (rep); it was reported the hcp had difficulty advancing and steering the lead. It was reported the hcp had changed out the stylets, but continued to have difficulty advancing the lead. The was noted the hcp was able to place the first lead with no issues, but the second lead had issues. It was reported the hcp used a 3rd lead and worked fine, it steered easily and went in wit no issues or problems. It was reported the hcp felt there was an issue with the 2nd lead. On (B)(6) 2014 e1b (rep); additional information received reported there was 'nothing visibly noted". The product was returned for analysis. On (B)(6) 2014 rp (rep); additional information received reported the lead had positioning difficulties. It was reported the device was not used with/in a patient, there was no patient death, nor patient injury. It was reported the hcp felt there was something not right with the steering and felt there was something wrong. It was reported the hcp was able to place two other leads with no issues.

Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial number: unknown, type lead. Product ID: 977a275, serial number: unknown, product type: lead. Product ID: stimulator, serial number: unknown, product type: implantable neurostimulator. (B)(4).

Manufacturer narrative:
Analysis of the lead (lot vaoga6u016) found foreign material was blocking the stylet insertion. There was epoxy in the stylet coil between the #6 and #7 electrodes 4.6 cm from the distal end. Analysis notes: the foreign material found within the stylet coil of the vectris lead, was an epoxy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.